Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. Additional information was received revealing approximately 9 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the patient underwent a surgical aortic valve replacement (savr) procedure with a 21 mm surgical valve. The 23 mm sapien 3 ultra resilia valve was explanted during the savr procedure. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. A review of the provided imagery revealed there was a transthoracic echocardiogram (tte) that was performed on the day of the transcatheter aortic valve replacement (tavr) procedure which showed there was mild to moderate paravalvular leak (pvl) at the medial side directed anteriorly. A tte was also performed approximately 7 months post tavr procedure which showed the severity of the pvl jet was the same (mild to moderate). The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, paravalvular leak is a potential risk associated with the transcatheter aortic valve implantation (tavi) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the paravalvular leak (pvl) that was believed to have caused hemolytic anemia and resulted in a blood transfusion being performed and then the valve being explanted was confirmed based on the provided imagery. A review of the IFU/training materials revealed no deficiencies. As reported, the degree of the pvl was mild post tavr procedure. Then the pvl became mild to moderate at discharge and remained mild to moderate at an outpatient follow-up visit. There was calcification noted on the non-coronary cusp (ncc) leaflet. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, calcification may prevent the valve from fully expanding and can create a gap in the seal between the valve and the annulus, which may lead to the reported paravalvular leak. As such, the available information suggests that patient factors (calcification) may have contributed to the event. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards transcatheter heart valve (thv) devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest mild-moderate pvl may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was initiated for this type of event. Additionally, a corrective and preventive action (CAPA) was initiated to further investigate this type of event.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, approximately one (1) day post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, hemolytic anemia was suspected based on blood test results. It was noted that there was mild paravalvular leak (pvl) post tavr procedure. At discharge, the mild pvl became mild to moderate. During a post-operative outpatient visit, the patient reported fatigue and abnormal urine color. A blood test was performed which revealed an increase in lactate dehydrogenase (ldh) and a decrease in hemoglobin (hb). The pvl was noted to have remained mild to moderate. It was believed that the hemolytic anemia was due to the pvl. A blood transfusion was performed as treatment.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, paravalvular leak is listed as a potential risk associated with the transcatheter aortic valve implantation (tavi) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the paravalvular leak (pvl) that was believed to have caused hemolytic anemia and a need for a blood transfusion to treat was unable to be confirmed. A review of the IFU/training materials revealed no deficiencies. As reported, "degree of pvl was mild after procedure, mild to moderate at discharge, and mild to moderate at an outpatient." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, a definitive root cause was unable to be determined at this time; however, the event could be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.